Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated pump alerts including occlusion and a motor stall while using a steel infusion set, with hyperglycemia to 450 mg/dl and negative ketones; an outside insulin pen dose was used to reduce glucose, and a supply change with new materials from a different box did not resolve the motor stall. Symptoms included hyperglycemia, fatigue, and nausea. Outcomes included no lasting health consequences. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a communications problem and a failure to infuse associated with the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.